Event description:
The pt was being fed in the home using a pump. The pt's mother stated she set the pump to deliver 30 m/hr. 100 ml of enteral feeding solution were hung. The pump was started, and 30 minutes later the pump had delivered 100 ml. The mother discontinued use of the pump and called the equipment supplier. The pump was exchanged. The distributor tested the pump and the same problem was identified. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission date of this report: 7/9/1998. Mfg event ID: rpic observations of unit as received in lab: drop detector phase I, ii, iii, IV, v tabs are present and secure yes; housing is secure to case and not broken or cracked 28b broken housing: tubeguide is attached and not broken yes; tubeguide has steel posts yes; knobs/screws are not damaged and tightened securely yes; back of tubeguide shows no signs of rubbing rotor yes; rotor is seated properly on the motor shaft properly yes; rotor has four (4) free spinning rollers yes; rotor shows no signs of rubbing no rotor rubbing tubeguide. Cover arm is seated properly on the lever shaft and moves freely no not seated properly touch panel is functional, lights illuminate and alarms sound yes; pump operates on both ac and dc power yes. Drop detector cracked through middle. Both end caps have been broken off. Cracked out at both bottom corner. 1 end cap in right side has been gluded on backwards.